Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.

Event description:
It was reported, surgeon noticed that the shaft of the 8.5mm reamer was broken and did not use the reamer. Instead he went from 8mm to 9mm reamer.